Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked during use. The following information was provided by the initial reporter: "leakage during infusion causing spillage in the wards."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1022262. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph of the reported event has been provided. Our engineers noted that the tubing in the photograph had been sandwiched between the top and bottom webbing of the packaging. Based on this image they have determined that the root cause is most likely related to human error during the manual packaging process. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ secondary set c61 leaked during use. The following information was provided by the initial reporter: "leakage during infusion causing spillage in the wards."

Manufacturer narrative:
The manufacturing location for this product is cazin, bosnia. This site is not registered with the FDA. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.